Manufacturer narrative:
(B)(6) 2022 a small portion of the explanted lead received by manufacturer from (B)(6). No explant information provided just the lead model and serial number.

Event description:
(B)(6) 2022 received explanted lead from (B)(6). No explant information provided. Investigational letter sent to implanting center.